Event description:
Per the clinic, the patient experienced a loss of connection to the internal device and no sound subsequent to sustaining a head trauma.multiple troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026 under general anesthesia and the patient was reimplanted with another cochlear device during the same surgery.